Event description:
It was reported that pump housing and usb port were damaged when usb cable broke off inside pump, which affected ability to charge but did not cause pump shutdown. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy while technical support arranged shipment of in-warranty replacement pump.